Event description:
A pea sized indentation with charred appearing ctr & white edge surrounded by mildly redded skin of approx 2 inches in circumference noted on the chest under the left breast after machine was removed.